Event description:
Customer reported to customer service when she unplugged the power supply, the two pieces came apart. The power supply was a replacement power supply sent to her.

Manufacturer narrative:
A replacement power supply was sent to the customer. Contact with the customer was attempted to get add'l info. The customer did respond to an e-mail and stated that she "pulled the power supply by the wire and the black casing came apart exposing internal batteries". Customer did not provide the rev or lot number for the power supply and did state she would return the device for testing/analysis. A product involved in the complaint was not returned for eval/investigation. Therefore, no conclusions can be made as to the cause of the event. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a follow up report will filed at that time.